Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom "'door not fully latched' alarms". The evaluation found that the force required to secure the door was above expected levels, caused by pull threaded inserts from the front case, allowing material separation between the front case and mechanical assembly, resulting in the reported symptom. The front case assembly was replaced.

Event description:
It was reported a spectrum pump alarmed "door not fully latched". It was also reported there was no patient incident.